Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited variable thresholds and intermittent loss of capture. The physician attempted to reprogram the device but the patient experienced abdominal stimulation. Since the pulse generator had reached normal end of life, the physician elected to replace the pulse generator and also cap and replace the lead. The procedure was completed successfully. The patient was noted to be stable post procedure.